Event description:
It was reported that speed fluctuation occurred. The 85% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery. A rotablator rotational atherectomy system was selected to treat the target lesion. During preparation, it was noted that the rotablator console would not produce a steady rpm; the speeds fluctuated from around 60k to upwards of 200k. Also, an air leak was present originating from the foot pedal connector. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).